Manufacturer narrative:
Patient identifiers provided.initials ? Cm date of birth ? (B)(6) 1986. Gender ? F.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump gave a blockage alarm earlier this month when the pump was actually out of volume. No side effects reported. Pump return tracking information is not available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.